Event description:
A distributor reported that a customer was hospitalized in italy due to a diabetes-related incident. The customer experienced a high blood glucose level of 500 mg/dl, the cause was unknown. Although they had high ketone levels, these were not deemed life-threatening by healthcare professionals. The customer received intravenous and fluid treatment including saline and insulin but this did not resolve the issue immediately. System checks confirmed the pump was functioning correctly. The customer was released from the hospital on (B)(6) 2025, with no observed injuries or permanent damage.